Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was alleged that the infusion device was delivering an inaccurate amount of insulin. The patient was hospitalized due to elevated blood glucose levels. The patient went to the emergency room on (B)(6) 2019 due to her blood glucose level being 530 mg/dl. It is unknown which device this result was taken on. It is unknown if the patient received treatment in the emergency room. On (B)(6) 2019, the patient's blood glucose level did not "lower below 380 mg/dl". The patient was admitted into the hospital on (B)(6) 2019. The patient was treated with an insulin bolus at the hospital via the infusion device. The blood glucose results at the hospital were not provided. The patient was released on (B)(6) 2019. The infusion device was requested to be returned for product evaluation.